Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made during in-clinic check.

Event description:
New information received an asymptomatic patient presented in clinic during follow-up, another instance of post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.